Manufacturer narrative:
Batch review performed on 20-12-2024: lot 2315550: (B)(4) items manufactured and released on 20-06-2023. Expiration date: 2028-06-10. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Other device involved: liner: impact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot 2309707: (B)(4) items manufactured and released on 03-07-2023. Expiration date: 2028-06-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 1 year and 2 months from primary, the patient came in reporting instability and the cause of instability is unknown. The surgeon revised the 36mm head with another 36mm head, and revised the flat pe hc liner with a face changing liner and added an option sleeve. The surgery was completed successfully.